Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted: (B)(6) 2012; dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode undersensing was noted on the atrial lead. It was also noted a low lead impedance warning on the right ventricular (rv) lead (rvtip to rvcoil) had triggered two years prior. The right atrial (ra) lead and rv lead remain in use. No patient complications have been reported as a result of this event.